Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Manufacture dates: monitor - (B)(4) - 11/05/2014. Belt - (B)(4) - 05/30/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on the morning on (B)(6) 2020 while reportedly wearing the lifevest. Per clinical review of the patient's downloaded ECG data, an arrhythmia was detected at 01:13:03 on (B)(6) 2020 while the patient's rhythm was sinus rhythm at 85 bpm degrading to ventricular tachycardia (vt) at 170 bpm slowing to vt at 130 bpm. The patient's rhythm then slowed to an idioventricular rhythm at 90 bpm degrading to asystole with intermittent cardiac activity. Asystole was detected six times from 01:16:31 to 01:26:10 while the patient's rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient was in asystole with CPR/motion artifact and electrode lead fall off from approximately 01:25:29 until the electrode belt was disconnected at 01:51:20 on (B)(6) 2020. The lifevest properly detected vt, however the patient's heart rate was at or below the threshold for treatment, therefore the patient was not treated by the lifevest. There is no indication that a device malfunction caused or contributed to the patient's passing.